Event description:
The lap cholecystectomy pack had only 4 sponges instead of 5. An incorrect number of sponges in packs can contribute to incorrect counts and retained surgical items. The sponges were removed from the field and given to the clinical educator with the package label and then sent to materials manager to return to the manufacturer.